Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the display screen for their device had gradually dimmed and taken on a reddish discoloration. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at t his time.

Manufacturer narrative:
Follow up # 1 date of submission 09/19/2013 device evaluation: the pump has been returned and evaluated by product analysis on 08/30/2013 with the following findings: investigation revealed that the display screen was dim and discolored. The display was replaced with a test display, and the contrast returned to normal. Unrelated to the initial complaint, it was observed that there was no audible sound coming from the pump. A crack was observed in the solder of the piezo contact. The solder was repaired and the audible sound responded properly.